Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9236-02pp glenoid trial is broken. There was no case involvement. Additional information was provided on 06/07/2023, and it was reported that this event occurred during a total shoulder arthroplasty case. The device did break off inside the patient. All fragments were retrieved

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing was not performed due to the broken post to the device. Visual inspection showed one of the posts of the device broke off. No broken parts were returned for investigation. The most likely cause can be attributed to damage incurred during the insertion and/or removal process of the device.